Event description:
It was reported that the fluorostar system had a generator failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tube was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.